Event description:
Allegedly the patient was revised due to mom complications: adverse tissue reaction to metal debris; corrosion and resultant metal ions (right).

Manufacturer narrative:
Updated event problem and evaluation codes.